Manufacturer narrative:
Correction: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively stoma closure, during the anastomosis of the small colon, the first firing went well but the cartridge was difficult to unload. When a new cartridge was used, the blade of the stapler was blocked. Another device was used. There was no patient injury. The sales representative tested another cartridge with the stapler at home, but the black knobs would not advance.

Manufacturer narrative:
D10 concomitant products: gia60mts, stapler gia60mts med thick tristp, (lot # n4g2002uy); unknown gia, unknown gia product, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.